Manufacturer narrative:
The customer decided to repair the device without the assistance of philips healthcare. The customer medical engineering department, repaired the equipment and found that it worked normally and was returned to the customer for use. A good faith effort (gfe) was completed to identify the parts that were used to repair the device, but this information is unknown per the response received. The cause of the reported problem was unknown component failure. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the machine alarm speaker was faulty. It is unknown if the device was in use at time of event, no patient harm was reported.